Manufacturer narrative:
10/14/1998- supplemental report sent to FDA. Corrected data entered in d9 and h6.

Event description:
The product was used during a vats lobectomy procedure. Reportedly, the instrument was difficult to open. The surgeon applied another device and resected the application site to complete the procedure. The hospital has reported the pt's condition is satisfactory.